Event description:
Patient called endoscopy to ask about resuming her prilosec. She was referred to doctor for definitive answer since she had not been told to hold it. At the time of that conversation, her bravo receiver was functioning. She called again about 30 minutes later to report that the receiver had the time, but was now flashing "c1". She had tried moving the position of the receiver, and turning off the tv. Nurse told her that we would call the company and call her back. Twenty minutes later nurse called pt back, and offered to look at the receiver now or in the am. Pt states she lives close and will come now. She arrived and the receiver was flashing the time and c1. The battery was changed, and within a minute it was flashing c1 again. Pt was told that the receiver or capsule was not working and will need to have another study done later. Dr office notified by nurse.

Event description:
Patient called endoscopy to ask about resuming her prilosec. She was referred to doctor for definitive answer since she had not been told to hold it. At the time of that conversation, her bravo receiver was functioning. She called again about 30 minutes later to report that the receiver had the time, but was now flashing "c1". She had tried moving the position of the receiver, and turning off the tv. Nurse told her that we would call the company and call her back. Twenty minutes later nurse called pt back, and offered to look at the receiver now or in the am. Pt states she lives close and will come now. She arrived and the receiver was flashing the time and c1. The battery was changed, and within a minute it was flashing c1 again. Pt was told that the receiver or capsule was not working and will need to have another study done later. Dr office notified by nurse.